Manufacturer narrative:
(B)(4). This follow-up report is being submitted relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and the mixing top was not screwed as it should. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available data, the failure was due to an handling error. Indeed, the mixing top was not screwed enough. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the monomer liquid was not drawn in.

Manufacturer narrative:
(B)(4). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the monomer liquid could not be sucked into the cartridge. No further information is available at this time.